Manufacturer narrative:
An inoperable ipg was reported to abbott. It is unknown when the patient last successfully charged their implant. Efforts to obtain further event details, including device identification/serial numbers have been unsuccessful. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patients ipg is inoperable and will not communicate with external devices. Trouble shooting was unable to resolve the issue. Surgical intervention may be pending to address the issue.